Manufacturer narrative:
The pt has been switched to pneumatic actuation of the lvad and remains on lvad support while awaiting a heart transplant. No further info is available at this time.

Event description:
On (B)(6) 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). On (B)(6) 2004, the vad coordinator, reported that the pt had arrived at the hosp with alarms going off and the MFR was contacted. The pt had stated that alarm went off only in the morning while shaving and washing himself. The pt had the feeling as if the pump had stood still for one or two seconds and started back up again. The pt did not feel bad during this time. The pt is now hospitalized and in fixed rate mode. The MFR recommended to keep the pt in fixed rate mode and to send in motor waveforms and a vent filter for analysis to assist in determining the problem. Waveforms and a vent filter have been sent to the MFR for analysis. The pt has been transferred to pneumatic actuation of the pump and remains on lvad support while awaiting a heart transplant.